Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for one patient tested on a cobas e411 disk. The patient's initial troponin result was 25.79 pg/ml with a data flag. The patient's first repeat troponin result was 18.56 pg/ml with a data flag. The patient's second repeat troponin result was 25.52 pg/ml with a data flag. Reportedly the troponin result of 25.52 pg/ml was reported outside the laboratory. The troponin reagent lot number was 566611 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer performed many actions on the analyzer. A leaking joint was replaced. Performance testing was run and was ok. The issue was resolved after the completion of the service actions. The investigation determined the service actions resolved the issue.